Manufacturer narrative:
As the implant was delivered to the customer all product features corresponded with the valid specifications of the (B)(4). The visual inspection showed that the fatigue break (ca 80%) started at the highest bending stress die. In this are the typically swing stripes could be detected and no surface damage is visible. The x-ray images show no contraindication. The fatigue breakage of the stem portends on a proximal oscillation. Actually the reason of the stem breakage could not be determined on the basis of the investigations. Probably the relatively high activity level of the patient (active farmer) contributed to the breakage. The lifting of the heavy burden by the patient surely facilitated this. This event occurred outside of the u.s. And involves a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).

Event description:
Stem breakage. Patient were to lift a heavy burden when he heard "snap" and felt pain from his hip.